Event description:
It was reported the programmer rf head was not working when trying to interrogate a device, so it was replaced. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the radiofrequency (rf) head was not working when trying to interrogate a device, the cable was out of specification. It was also noted that the magnet had broken, the upper case was broken and the rubber portion of rf head label was missing.